Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02999 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen probe were used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a console error (e02) occurred. The grounding pads were re-connected to the console and the leveen probe was replaced. However, the console error could not be cleared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)